Event description:
The plaintiff alleges that when worked as a certified nursing assistant the plaintiff was exposed to antigenic natural proteins in the latex gloves the plaintiff wore. The plaintiff alleges that in 2000 was diagnosed by dr as a result of an ige test, as being allergic to latex. The plaintiff further alleges that is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private practice offices. Furthermore the plaintiff alleges that plaintiff is subject in the future to one or more anaphylactic reactions to latex products. The plaintiff also alleges that plaintiff has suffered substantial injury, pain and suffering, economic loss, loss of wages, medical expenses, humiliation, anxiety, embarassment, outrage, severe mental suffering and emotional distress. Finally, there is the allegation of loss of consortium.